Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow up. Externalized conductors proximal to the distal coil were observed via fluoroscopy. No electrical anomalies were detected. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.